Event description:
It was reported that, during a lar procedure, the anvil half felt loose. Used a new instrument. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.